Event description:
It has been reported that the device would not power on during patient use.

Manufacturer narrative:
Correction made to patient outcome code grid only.

Manufacturer narrative:
Updated date received by manufacturer field.